Event description:
The user facility reported to terumocardiovascular systems corp. That prior to cardiopulmonary bypass, during prime, the priming line attached to the fiber bundle of the fx25 oxygenator leaked. No patient involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).